Event description:
It was reported that the unit has an occlusion error. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received one device. Visual inspection found lifting downstream occlusion sensor (dso), and by preforming downstream occlusion test unit would occlude upstream randomly. Replaced upstream occlusion sensor. Performed test again occlusion did not return. The dso seal was lifting. Replaced dso sensor. Calibrated dso. Updated software to the latest version and reset to standard configuration. Preformed performance verification tests (pvt) unit passed all test criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.